Event description:
It was reported that the customer had low blood glucose levels of 63 mg/dl. The customer treated with juice. The customer was also hospitalized due to high blood pressure and unresponsiveness on (B)(6) 2014. Troubleshooting was done. The reservoir of the insulin pump was showing less insulin than what is shown on the status screen. The customer was advised to monitor the insulin pump and call back should issues persist. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).